Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise or oversensing in the right atrial lead. Further information was unable to be obtained. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2012 (B)(6), 6947 implantable tachy lead 2012 (B)(6). (B)(4).